Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# v332626, implanted: (B)(6) 2009, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: v332626, (B)(4), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that a small piece of their implant broke off in the removal process. When asked if it was part of the lead, they stated that they assumed so. The patient stated that this occurred at least 3-4 years ago. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that no steps were taken to resolve the small piece breaking off during removal. No further patient complications are anticipated or expected as a result of this event.